Event description:
Procedure: vats left upper lobectomy. According to the reporter: the surgeon tried to ligate and divide the left upper lope pulmonary artery with the egiaustnd and egia45ctavm. The egia45ctavm accessed the vessel properly. Then, he clamped it and pushed the green safety button to fire staples on it. He squeezed the handle 3 times properly and pulled back the black retraction knob. During this time, as the jaw of the reload was opening, a large amount of blood flowed out of the vessel. He found that the distal part of staple formed properly and successfully, but the proximal part of it did not form properly. He tried unsuccessfully to control the bleeding from the vessel with a grasper and gauze. The patient lost a lot of blood and had a cardiac arrest. The patient died on the table during the surgery. It is unknown whether reinforcement material was used.

Manufacturer narrative:
(B)(4).